Event description:
The cot would not lock into the cot fastening system due to a missing cot retaining post. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.